Event description:
It was reported that during set up for an arthroscopy, the tip of the tendon stripper slotted was found broken at the exit of the sterilization tray. A part of the tip is missing. A second tendon stripper from another tray was use to complete the procedure. No delay was reported. There was no patient involvement.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
Internal complaint reference: (B)(4). The reported device was received for evaluation. A visual inspection of the returned device found that it is not in its original packaging. The cutter at the distal end is fractured with a portion of the loop not returned. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with unintended use of the device. Factors, which could have contributed to the reported event, include an application of unintended inappropriate or excessive force to the device. No containment or corrective actions are recommended at this time.